Event description:
It was reported to medtronic minimed that the insulin pump had a crack in the case. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return requested for mmt-1886l and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and a test p-cap locks properly into the reservoir compartment, however, a partially broken retainer was noted during testing. The following were noted during a physical inspection: scratched case, stained keypad overlay, missing display window cover, pillowing keypad overlay, and partially broken retainer. Cosmetic damage was confirmed. The pump has a partially broken retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.